Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported while using the torque limiter the screwdrivers tips broke. This event upset the surgical team and delayed the completion of the surgery for 15mins. The patient did not suffer any harm as a result of the failure of the material; it just caused a delay in the completion of surgery. The health status was good for the patient age, showing no notable health problems. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the review of the raw material DHR for p/n 11156, lot 5186613, showed a rework associated with CAPA (B)(4). The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Manufacturing investigation: eval lot 6977042. Universal punch corp. Manufactured the t25 stardrive shaft f/matrix, p/n 03.632.072, and lot numbers 6977042. Initially, the part conformed to the supplier¿s certificate of conformance, dated october 4, 2012, and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on october 30, 2012. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Due to an unknown cause, using the torque limiter the screwdrivers tip was broken. The part was received with the tip broken; no fragments were with the complaint. The material and dimensions of the part are per specification. The hardness measured by the supplier is 57.67 hrc, within the 56-60 specification limits. Based on the evaluation and the unknown cause, this complaint is considered confirmed, but is not manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.